Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a pipeline device failed to open in the middle section of the device. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the right internal carotid artery. The aneurysm dimensions included a max diameter of 3.62mm, a 5.1mm neck diameter and the landing zone (artery size) was 4.2mm distal and 5.0mm proximal. Dual antiplatelet therapy (dapt) was administered. The angiographic post-procedure result was flow maintained in all the arteries. It was reported that according to the measurement the physician took the 5-25 device was to deploy distally and device opened partially and was wall apposed, but the device was not opening at middle part. The physician resheathed the device and deployed the device again. However, after attempting a loading technique it still would not open at the middle part. The physician had to take the device out and used a different pipeline shield 5-20 device and the procedure was successfully completed. It was noted that the pipeline was placed in a bend and was failure to open in the middle section. Less than 50% of the pipeline had been deployed when it failed to open and it was re-sheathed less than or equal to 2 times. No additional steps or devices were taken to open the device. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indications that is not approved (off-label). It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Update b5 product analysis: as found condition: the pipeline flex shield device was returned for analysis inside an open pipeline flex shield inner pouch and outer carton, inside a clear sealed biohazard plastic pouch, and inside a shipping box. Damaged location details: the pipeline flex shield tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was observed to be stretched with the ptfe shrink tubing intact. The pusher wire was kinked at ~111.0cm to 113.0cm from the proximal end. The braid¿s distal and proximal ends were open and frayed with dried blood. The braid¿s middle section was fully open, undamaged, and covered in dried blood. No other anomalies were found. Testing/analysis: none. External testing: none. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ report could not be confirmed, as the returned pipeline flex shield braid¿s middle section was observed to be fully open with dried blood. Possible causes of failure to open include, but are not limited to, patient vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, no information was reported regarding the vessel¿s tortuosity. Therefore, we cannot rule out patient vessel tortuosity as a potential cause. Therefore, patient vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid could have contributed to the reported failure to open. The braid can be damaged due to over-manipulation, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Additionally, the damage to the pusher wire (stretched/kinked) and the braid (fraying) indicates that high force was applied. It is possible that the damage occurred when the pipeline flex shield device was advanced/retrieved through the catheter against resistance. However, no resistance was reported during the procedure. Therefore, the cause of the device damage could not be determined. The cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was not determined, and vessel tortuosity was assessed as moderate.